Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2014-04023.

Event description:
The plaintiff's attorney alleged the decedent expired on or about (B)(6) 2012, after the use of the product.